Event description:
Grandparent reported via phone call that the customer ran out of insulin while out at dinner. It was noted that the customer's blood glucose readings increased to 500 mg/dl. Caller stated that they received a no delivery alarm; however, did not receive a low reservoir alarm prior to the no delivery. It was noted that the high blood glucose readings were caused by an empty reservoir. Alert history was reviewed and multiple low reservoir alarms were noted along with multiple no delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.